Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to verify the motor error alarm. The motor passed the motor test. The device was received with scratched screen, cracked cased display window corner, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, scratched reservoir tube window, and missing reservoir tube o-ring.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.